Event description:
The doctor claims that the graft was implanted in 1986 for an abdominal aortic aneurysm repair. In 2001, the patient was re-operated due to a re-pressurization of the aneurysm sac around the prosthesis. On 8/14/2001, co learned that the device is a meadox graft, but the device family is unknown and unattainable. The graft had been implanted prior to sealed grafts entering the market and appears, at this time, to be an unsealed vascular graft.